Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient stated trying to get their pump the right way for a refill is hard and the get poked a lot. The patient stated at one point they said they would send them back to have it tacked back down but they didn't want that. The patient mentioned that their pump moves all the time. The patient mentioned that their pump flipped about a month out of surgery and that they've had the pump for two or three years. The patient stated that it flips and turns all the way around and goes under their ribs and turns upside down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.